Event description:
The hub of the sheath came detached from the body of the sheath. The sheath was in the patient and the physician was pulling it back around the aortic arch when it pulled apart.

Manufacturer narrative:
Evaluation: this event is still under investigation.